Event description:
This is a female pt who was diagnosed with early-stage invasive epithelial ovarian cancer. Her sister had died of invasive epithelial ovarian cancer. Their family oncologist offered this pt brca testing in 2002 that was negative. The family was informed that the cancers in their family were not hereditary based on these test results. They were not referred for genetic counseling and were not offered any further genetic testing. In 2004, this pt's second cousin was diagnosed with synchronous ovarian and uterine primaries and was treated by the same oncologist. She died in 2006. In 2009, her father was diagnosed with a duodenal cancer and was refered to genetic counseling by his surgeon. A detailed family history was elicited which revealed a distant, but strong, family history of colorectal and uterine cancers. Based on this family history which is consistent with hereditary non-polyposis colorectal cancer -hnpcc- or lynch syndrome, this gentleman was offered testing for mutations in the mlh1, msh2, and msh6 genes. He was found to carry a mutation in the msh2 gene. The original pt who had survived her early-onset ovarian cancer was then counseled and tested and learned that she carries the same msh2 mutation. She was now informed that the cancers in her family were due to a hereditary cause -this msh2 mutation-. She was informed about her risks for other cancers based on this msh2 mutation and the appropriate screening options. She was informed that other family members were at risk to carry this mutation. She was upset that her family had been misinformed and had not been referred for genetic counseling and appropriate testing 7 years ago. She and her family members were very upset by the realization that if the correct testing had been ordered in 2002, it is possible that the clinical outcome for her cousin who died of advanced ovarian and uterine cancers may have been altered.